Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 417474) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). At 1:20 p.m., a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.1 inr. At 4:08 p.m., a sample from the patient was tested using the meter, resulting with a value of 3.1 inr. The reporter suspects the patient's finger was squeezed when collecting blood for meter testing. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is twice weekly.